Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented in clinic for a routine device check, the device exhibited post-paced t-wave oversensing on the ventricular channel. The device was reprogrammed, but post-paced t-wave oversensing continued to be seen. Additional programming changes were made at a later follow-up and the device remains implanted. The patient remained asymptomatic throughout.